Event description:
It was reported that, after a tka system had been implanted on (B)(6) 2018, the construct did not perform well according to the patient as he was experiencing excessive instability. A revision surgery was performed on (B)(6) 2018 to exchange the lgn ps high flex xlpe sz 5-6 11mm. Patient presented further complications afterwards. Patient claims to have both journey ii and genesis ii implants and was wondering if this might have caused the issues.

Manufacturer narrative:
B5, h6 - health effect - impact code: corrected.

Manufacturer narrative:
The device identifiers are known.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this is a patient reported complaint reporting that he has had trouble with his journey ii knee with ¿pain ¿ clunking noise and instability. His primary surgery was (B)(6)2018. He had a poly exchange (B)(6) 2018. He had a full revision in (B)(6) 2020. At this point smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include but not limited fit/sizing, alignment, surgical technique, joint laxity, traumatic injury and procedural/user error. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that, after an initial tka had been performed on (B)(6) 2018, the patient had excessive instability. The adverse event was treated by performing a revision surgery to exchange the insert on (B)(6) 2018. The patient currently is still having instability and also an audible ¿clunking¿ sound in the knee.